Manufacturer narrative:
Hamilton medical ag comes to the conclusion: from the information received and the analysis performed regarding this case, the most probable root cause is a defective rear fan. The service technician replaced the rear fan pn 160639 to solve the issue and performed the complete service software. The ventilator was then released for use on patients.

Event description:
The following was reported to hamilton medical ag: summary: fan failure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see 143413.

Event description:
The following was reported to hamilton medical ag: summary: fan failure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: from the information received and the analysis performed regarding this case, the most probable root cause is a defective rear fan. The service technician replaced the rear fan pn 160639 to solve the issue and performed the complete service software. The ventilator was then released for use on patients. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: fan failure.